Event description:
The homepatient (hp) contacted a global technical service representative (gtsr) and reported a check supply line alarm during fill 5 of 5, while using the homechoice system for apd therapy. The issue was reviewed over the phone with the gtsr, which revealed the hp disconnected the partially full supply bag from the supply line, and reconnected it to the heater line of the homechoice set. The gtsr verbally assisted the hp to discontinue apd therapy, and advised the hp to contact a gtsr for assistance if an alarm should occur on the system in the future. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.